Event description:
It was reported that during a water vapor therapy procedure the device was set up and there was no irrigation coming out of the device. The syringe was refilled and the irrigation lines were checked but nothing was able to fix the issue. The procedure was aborted after the patient was sedated and the procedure will be rescheduled. No patient clinical consequences were reported.